Manufacturer narrative:
The ge representative performed an on site investigation. The voltage to the power supply was adjusted from 4.75 to 5.2. The system was then found to be operating as intended.

Event description:
The customer reported the system keeps shutting down and reboots on its own. No report of patient injury.